Event description:
During opening of a guiding catheter package, and prior to utilizing in the patient, a smashed fly or bug was noted inside the sterile package. The product was not used. There was no patient injury.